Manufacturer narrative:
Philips service calibrated the x-ray tube. It was identified that further service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the x-ray tube current was out of range, causing intermittent imaging errors on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.